Event description:
Pt called to report on 3 types of implanted mesh products that are causing her major problems. Pt stated she was rushed into the ER in 2007, for a hernia operation and was then implanted with surgical mesh. Pt says now the bottom of the mesh is sticking out and has created a huge hernia. Pt states she died twice during her first surgery and says her doctor refuses to perform another hernia operation on her and told her she would have a 1 in 5 chance of surviving it. Coughing is what caused the first hernia rupture. She is in a lot of pain and feels like "a walking time bomb". Pt is scared it can rupture at any time. Pt says the hernia she has now, under the mesh, is a double hernia.